Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt, the right ventricular lead was placed in the apex. The helix was extended, but the physician did not see it "pop" out; subsequently, the helix was retracted and the lead repositioned. The helix was retracted and extended four more times for positioning and the impedance measurements were too high. The fifth time the helix was retracted and extended, the helix did not retract as well and the physician decided not to use the lead. A different lead was implanted. No patient complications have been reported as a result of this event.